Event description:
The customer reported via phone call that the insulin pump alarmed motor error three to four times a week, during basal delivery. Customer's blood glucose level was 178 mg/dl. He was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected motor error alarms noted. The insulin pump passed displacement test, rewind test, basic occlusion test, and motor test. The insulin pump was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Unit received with minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.